Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead was dislodged due to the patient engaging in some heavy manual labors immediately after implant, confirmed by loss of capture. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned as the hospital technician accidentally discarded the lead.